Event description:
It was reported that the patient presented in clinic. Device interrogation revealed that the right ventricular (rv) lead exhibited high pacing impedance and high capture threshold. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.